Manufacturer narrative:
Returned for evaluation was evlt hardware unit. The customer's reported complaint laser generator malfunction was confirmed. During unit evaluation error 44 was observed even after replacing the toa assembly. The unit requires both the toa assembly and psu laser driver to be replaced. The repair quote was sent to the customer, but they are not willing to approve repairs at this time. The root cause for the unit malfunction was determined to be a defective toa and psu laser driver which needs to be replaced. This is the first-time unit had reported malfunction for error 44, not stopping, noisy and fiber not recognized. This is the first-time the toa and psu laser driver needed to be replaced. The most likely root cause for toa and psu laser driver fault is wear and tear. A review of the device history records (service order history) was performed for the reported serial number (B)(6) for any deviations related to the reported failure mode of the complaint. The review confirmed that the unit met all material, assembly, and performance specification prior to distribution; i.e. No ncr associated with reported failure mode. Labeling review: the user manual (man/31/0075 us), which is supplied to the user with this unit states "the venacure 1470 laser is continuously monitoring its operation and performance. Should it detect a problem it will display a code and short message on the screen. To clear a message, carry out the instructions on the display. If a problem cannot be resolved by following the instructions on the display, contact your local angiodynamics representative, quoting the error message on the display at the time of the error". A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).

Manufacturer narrative:
The vcure1470 generator has been returned to the manufacturer and an investigation into the root cause for event is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
An angiodynamics territory manager reported a user had an issue with their 1470 venacure laser. The physician screwed the plastic hub on the fiber in very tightly and possibly broke something. It would not register a check mark, she moved it around and then the check mark for fiber appeared. When she began to fire, the laser quit working and then started again. While it was working, the noise changed and sounded very strange. The physician removed her foot from the pedal, fiber still inside the patient, and it still was making the "firing" noise like it could still be firing, so she shut it off". The emergency stop was not needed to be used, as the physician was able to turn the unit off. The patient did not experience any adverse effects, harm, or require medical intervention because of this incident. This event was assessed as meeting the criteria of an adverse event as it is unknown if the unit continued to actually fire or just "sounded" like it, and the fiber was still placed in patient at the time. The reported vcure1470 generator has been returned to the manufacturer and an investigation into the root cause for event is currently in progress.